Event description:
Customer alleged blood glucose results of 140 mg/dl, 220 mg/dl, 117 mg/dl, and 164 mg/dl when testing was performed back-to-back on the advantage system. The customer reported having no symptoms due to blood glucose. The customer reported she would take her normal medications after the call was over. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.